Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during stenting of a lesion in the popliteal superficial femoral artery (sfa), the advance 35 lp low profile balloon catheter ruptured circumferentially and was partially removed from the patient's anatomy. The physician attempted to use a snare to retrieve the retained portion but was unsuccessful. This retained portion was eventually pushed below the profunda and permanently stented against the wall of the sfa. Reportedly, the complaint device had been inflated to fifteen pounds per square inch (psi) in the moderately to severely calcified sfa. No angulation was present. A cook 7x45 ansel sheath was being utilized and a wire guide was in place during attempted removal of the retained portion of the complaint device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the catheter was separated. The distal tip and distal portion of the balloon were missing, and no marker bands were present. The catheter tubing was stretched from the distal end of the device, and continued a length of 55.0 cm towards the proximal end of the device (the portion that is light green in color). The balloon was observed to have ruptured radially. The total length of balloon catheter was measured to be 139.1 cm in length, which exceeds the upper specification for the length of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to h10 for investigation findings.